Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of five (5) years, eight (8) months, thirteen (13) days, due to severe aortic insufficiency and aortic stenosis. It was reported the leaflets were stuck open, calcified, and had chewed up free margin. There was heavy calcium build up reported all over the valve. The 25mm aortic valve was excised and replaced with a 23mm non-edwards mechanical valve. There were no complications reported. The patient tolerated the procedure well and left the operating room in guarded condition.

Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets, commissures 1 and 3 bent, and wireform distortion around the valve. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. A calcification nodule was observed between leaflets 1 and 3, and created a gap in the central coaptation region. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm non-transmural tear on the cusp region. Leaflet 2 had a 3mm tear near commissure 3. Leaflet 3 had a 4mm tear near commissure 3. Calcification was evident near all the tears. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. Returned with the valve were fragments of host tissue; calcification was evident on some of the fragments. Valve appeared in the same condition as in the pictures provided by the customer. Customer report of calcification, stenosis, and leaflets stuck open was confirmed. Report of insufficiency was visually confirmed due to observed gap. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received calcification and host tissue restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.